Event description:
The patient underwent prophylactic generator replacement. The surgeon checked the leads from the chest incision and did not find any issues with the leads. It was clarified that the neck incision was not opened during this surgery. The explanted generator was discarded by explanting facility policy. No additional relevant information has been received to date.

Event description:
It was reported that the patient is being referred for prophylactic generator replacement. Per the clinic notes, most recent diagnostics are within normal limits. It was later indicated that the patient's neurologist asked the surgeon to check the electrodes during the generator replacement surgery as the patient has had persistent burning sensations at the lead wires. No known surgical intervention has occurred to date. No additional relevant information has been received to date.